Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the housing around where the reservoir goes was loose. Customer's blood glucose level was 118 mg/dl at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. No physical damage to the reservoir tube retainer noted.